Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and has started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The reported pre-use checks failure was magnus lindquist reproduced. Visual examination of the nozzle unit which consists of a membrane, mouthpiece, and a feather spring, found the feather spring broken. Broken pieces had fallen inside the gas module's solenoid which caused its axis to become stuck in an open position and thus affected the flow regulation. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the oxygen gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use checks and during ventilation, the ventilator will deliver a higher pressure than set, but the alarm for high-pressure will be generated if the users' set limit is exceeded. In prior in-house investigations, new nozzle unit feather springs were tested by subjecting them with varying forces ranging from 70n to 240n for more than 500,000 strokes. No visible cracks were observed on the tested feather springs prior to or after the tests. The feather is normally subjected to forces of approximately 10n when mounted in the gas module. The cause for the breakage to the nozzle unit's feather spring has not been determined from this investigation.